Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted the events of granuloma , lymphadenopathy, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma , lymphadenopathy, rupture.

Event description:
Healthcare professional reported right side device rupture diagnosed by ultrasound and "right axilla lymph node measuring 2.0cm¿ and ¿granulomatous lymphadenitis with foreign body giant cells¿ diagnosed by biopsy. The device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture, lymphadenopathy and granuloma was requested on february 02, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side device rupture diagnosed by ultrasound and "right axilla lymph node measuring 2.0cm¿ and ¿granulomatous lymphadenitis with foreign body giant cells¿ diagnosed by biopsy. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported right side device rupture diagnosed by ultrasound and "right axilla lymph node measuring 2.0cm¿ and ¿granulomatous lymphadenitis with foreign body giant cells¿ diagnosed by biopsy. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during analysis. Lymphadenopathy: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. No other observation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side device rupture diagnosed by ultrasound and "right axilla lymph node measuring 2.0cm¿ and ¿granulomatous lymphadenitis with foreign body giant cells¿ diagnosed by biopsy. The device has been explanted.